Event description:
Olympus was informed that during a therapeutic endoscopic polypectomy of the colon procedure, the high-frequency output of the esg-100 electrosurgical unit could not suddenly be activated by foot switch any more and the pt suffered from bleeding after the subsequent partially mechanical resection of the polyp. The bleeding was reportedly stopped by application of unspecified clips. The pt was discharged on the same day but a few days later, bleeding recurred and a follow-up clipping was performed. After this, the pt is reportedly doing fine.

Manufacturer narrative:
Because the esg-100 electrosurgical unit is still being used by the user facility, only the foot switch was returned to olympus for eval. Eval revealed a disconnected wire inside the foot switch plug. This defect is causal for the reported phenomenon of a non-activatable high-frequency output of the used esg-100 electrosurgical unit. However, the exact cause of this defect could not be conclusively determined and therefore is being judged as unk. In general, the occurrence of bleeding during a procedure is an expected and foreseeable side effect, clearly identified in labeling and risk assessment with justification of benefit. Olympus submits this incident as a medical device report (MDR) in abundance of caution.